Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access sheath (was) with the dilator. The dilator was snapped in the cap of shaft of the was; as received. The valve was opened when received and the cap spun freely. The dilator was able to be removed from the shaft without opening or closing the valve. An attempt was made to close the valve, and the valve was successfully closed with no resistance. Microscopic examination of the valve did not reveal any damage or irregularities to the valve. Inspection of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the hemostasis valve would not close. A watchman access system was selected for use in a left atrial appendage closure procedure. During preparation outside of the patient, it was noted that hemostasis valve could not be fully closed. The procedure was completed with another of the same device with no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the hemostasis valve would not close. A watchman access system was selected for use in a left atrial appendage closure procedure. During preparation outside of the patient, it was noted that hemostasis valve could not be fully closed. The procedure was completed with another of the same device with no patient complications reported.